Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultramini meter is giving inaccurate high readings. The reporter claimed that the subject meter started to give elevated high blood glucose readings two weeks prior to contacting lfs. Per the elevated meter reading, the pt reportedly increased her dose of insulin. Sometime after the pt took an increased dose of insulin, the pt reportedly had symptoms described as "sugar went too low." The pt tested on another device but does not recall the blood glucose reading. The pt did not receive any medical intervention as a result of the alleged inaccurate high issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the meter was coded correctly, and the reported meter readings were not confirmed in the meter's memory. This complaint is being reported because the reporter claimed that the pt had symptoms that were suggestive of severe hypoglycemia after the pt took insulin per the lfs elevated meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.